Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was also reported that the right ventricular (rv) and right atrial (ra) leads exhibited noise. The rv lead was reused into the left ventricular (lv) channel, and a new rv lead was implanted. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.